Event description:
Line placed in ir on (B)(6) 2018. On (B)(6) 2018 rn was flushing catheter, reported to resistance and noticed small hole at distal end of catheter. Lumen clamped and physician notified. Line removed and replaced (B)(6) 2018.